Event description:
Recently, boston scientific received information that this patient has submitted paperwork as part of the litigation process. General allegations were made related to the manufacturing, design, and labeling of the products. Medical records were provided. In 2007, the rate/sense portion of this right ventricular (rv) lead was surgically abandoned due to noise and oversensing that resulted in non-sustained ventricular tachycardia labeled episodes being stored. Noise was first noticed on the lead following a generator change in 2005, but the lead performed well, until the reoccurrence of noise over a year later. Prior to the replacement, noise on both the rate/sense and shock electrogram (egm) channels was reproducible with isometrics. As the lead had been effective at converting the patient¿s ventricular arrhythmias with shock impedances that were normal and consistent, the physician decided to continue to use the high voltage portion of this lead, and placed another company¿s rate/sense lead. However, integrity of the lead's insulation was questioned, as scar tissue at sub-pectoral implant site made inspection of lead difficult. Further information was provided that it was thought the pace/sense portion of the lead may have fractured.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead may have been compromised. A procedure was performed to remove the patient's t175 due to elective replacement indicator (eri). A new generator (e102) was connected to this lead and high shock impedance measurements were noted. A tug test was performed and the df-1 terminal pin came loose; however the physician indicated that he did test the connection prior and it was secure the first time. The terminal pin was reconnected appropriately. The physician then had trouble getting the patient into fibrillation with the e102 but eventually was able to induce ventricular fibrillation (vf). When the e102 device delivered a shock, a shorted shock lead fault was displayed. The t175 was put back on the lead system and the physician was able to do a commanded shock with normal measurements obtained. Another new e102 was implanted and all testing was completed normally. Upon analysis, an arc mark was noted on the attempted e012 generator, and the physician planned on replacing this lead due to a possible fracture and also implanting new device as it is unknown if there is any damage to the current device. The leads were extracted and the procedure was difficult. The patient experienced tamponade, and the physician performed a pericardiocentesis which successfully resolved the issue. A new single chamber defibrillator system was then implanted. The patient was transferred to the cardiac care unit and no further adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained from provided records. At the september 2009 device change out procedure a short circuit condition was noted while a new generator was attached to this lead. Subsequent evaluation with other generators yielded normal measurements, and this lead was re-used. Boston scientific analysis noted an arc mark on the generator associated with the short circuit condition. Due concern of a possible fracture and insulation damage of this rv lead, a lead extraction was performed. Both another company¿s right ventricular (rv) rate/sense lead and this rv lead were extracted. Approximately ten minutes later, a slow decrease in blood pressure noted. An echocardiogram confirmed pericardial tamponade. Fluid and blood products were administered, a pericardiocentesis and the placement of a pericardial drain allowed for the complete evacuation of the effusion; this was confirmed by echocardiography. The patient's blood pressure recovered. A single chamber implantable cardioverter defibrillator (ICD) was implanted subpectorally. The patient developed pericarditis as a result of the tamponade and was treated with medication. The patient was monitored and discharged days later. Approximately two months following the extraction, which was complicated by tamponade, the patient presented to the emergency department for a fever of 104 degrees, cough, chest pain, and shortness of breath. An x-ray was done which showed cardiomegaly and an echocardiogram showed a pericardial effusion. The patient was diagnosed with possible post pericardiotomy syndrome with large effusion. The effusion was drained via pericardiocentesis; the patient¿s symptoms improved immediately. The patient was also treated with prednisone. Gram stain of the pericardial fluid showed rare gram positive rods and were thought to be a contaminant. Infectious disease was consulted and no antibiotics were indicated. No further adverse patient effects were received.

Manufacturer narrative:
--